Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported in a social media post that a patient commented: "they used a da vinci machine for my hysterectomy and it almost it almost cost my life." No specifics were provided on this event or complication.